Event description:
Pt was with father on sofa in pt's room. Pt moved from one area of sofa to another and pt's central venous line tubing got caught on cushions of couch. Father freed line but then noted blood appearing on pt's catheter dressing. Father applied pressure to site and called for rn. Rn removed dressing and found one lumen pulled out of the central piece of plastic where the two lumens join. The plastic where the two lumens join. The pt was actively bleeding from this site. Blood loss was not estimated. Rn removed catheter. Rn placed peripheral IV. Cbc sent.